Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement greater than 200 ohms. The health care professional (hcp) had requested assistance programming magnetic resonance imaging (MRI) protection mode, however it was canceled due to potential lead anomaly. Technical services (ts) recommended in clinic device check. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement greater than 200 ohms. The health care professional (hcp) had requested assistance programming magnetic resonance imaging (MRI) protection mode, however it was canceled due to potential lead anomaly. Technical services (ts) recommended in clinic device check. This ICD remains in service. No adverse patient effects were reported. Additional information was received the patient was reevaluated in clinic regarding the high out of range shock impedance measurements. Ts was consulted for reprogramming options noting that there is evidence of possible proximal coil fracture with an abrupt increase greater than 200 ohms. It was noted that the patient will undergo defibrillation threshold (dft) test in the future. This device remains in service. No adverse patient effects were reported.